Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was received for evaluation. Evaluation of the returned device revealed that damage were encountered in the lapjoint area of the sheath. It was observed that the catheter leaked from the lap joint when it was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the single heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 29-nov-2016. It was reported that lost image occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, it was noted that lost image occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a damaged encountered in lapjoint area of the sheath.